Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/daval composix kugel (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix mesh device. Not returned.

Event description:
Attorney alleges that on (B)(6) 2003, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1). It is alleged that on (B)(6) 2004, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #2). As alleged, on (B)(6) 2004 and (B)(6) 2006, the patient had unspecified injuries related to a defect in the bard mesh (device #1) and composix kugel hernia patch (device #2) and underwent revision surgery. It is alleged that on (B)(6) 2006, the patient underwent surgery for implant of an unspecified bard/davol composix. As reported, the patient is only making a claim for an adverse patient outcome against the bard mesh (device #1) and composix kugel hernia patch (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."